Event description:
On (B)(6) 2013, a physician reported a lead break in this patient¿s vns system. Diagnostics in november (year unknown) were within normal limits. On (B)(6) 2013, high impedance was seen (dcdc=7). X-rays were taken, and the physician saw a clear break. Follow-up showed that the patients device was disabled on (B)(6) 2013. There was no manipulation but the patient had generalized tonic-clonic seizures. X-rays were received and reviewed. A.p. And lateral chest and ap neck x-rays of the patient were reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement but the strain relief and the use of the tie-downs could not be fully assessed due to a clear lead break that seems to have led to misplacement of the lead parts. Part of the lead was behind the generator. Acute angles were not found, but the aforementioned lead break was clearly visible a few inches below the positive electrode, close to the lead bifurcation. Surgery is likely but has not taken place.

Event description:
An implant card received on (B)(6) 2013 indicated that this vns patient underwent lead revision on (B)(6) 2013 due to a lead discontinuity. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, suspect area of lead discontinuity visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.